Manufacturer narrative:
The returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event. Reference report 3012447612-2020-00280.

Event description:
It was reported that the tips of two plug drivers were found to be worn. There was no specific surgical or patient information provided. However, device evaluation by zimmer biomet personnel found the tips of the drivers to be twisted. This is report one of two for this event.